Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it took an extended period of time for the egm episodes to load. The signal was clear following the load. No intervention was completed. The patient was stable.